Event description:
Part no.: 383537. Batch/lot: 9010686. It was reported that during use of the bd nexiva¿ closed IV catheter system there is a loose cap in the package and there was a blood spill because of this issue. 17 products were found to have loose caps. The following information was provided by the initial reporter: original text: there is a cap that is loose in the package. If the clinician does not notice it, blood will spill out. The ed had a blood spill today because of this. They have looked thru their packages and found 17 that were like this of the same lot #.

Manufacturer narrative:
Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received 16 unused nexiva 20ga units in sealed packages inside of three dispensers from lot number 9010686. All contents within were present. Through the visual microscopic evaluation, the vent plug was flowing loosely inside the sealed packages of the received units. The reported issue was confirmed. If the vent plug was missing or loose, that is a confirmed pathway for leakage to occur hence the blood exposure. Vent plugs that are loose in the package is manufacturing related issue due to the material relaxation during the sterilization process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Part no.: 383537. Batch/lot: 9010686. It was reported that during use of the bd nexiva¿ closed IV catheter system there is a loose cap in the package and there was a blood spill because of this issue. 17 products were found to have loose caps. The following information was provided by the initial reporter: original text: there is a cap that is loose in the package. If the clinician does not notice it, blood will spill out. The ed had a blood spill today because of this. They have looked thru their packages and found 17 that were like this of the same lot #.